Manufacturer narrative:
(B)(4). Batch #t5ch6y. Investigation summary: the analysis showed that the ats45 device (b) was received with no apparent damage with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Additional information was requested and the following was received: both devices blocked after the first use. Use of another device to complete the procedure. No patient consequences.

Event description:
It was reported that during an unknown procedure, two devices blocked after the first firing. A third device was used to complete the case. There were no patient consequences. No additional information is available at this time.